Manufacturer narrative:
(B)(4). On (B)(6) 2009, the patient underwent a retropubic excision of a growth, cystoscopy x2, and a burch procedure. At the time, a five cm benign growth was removed. (B)(4) benign growth.

Manufacturer narrative:
Concomitantly on (B)(6) 2006, the patient underwent treatment for a cystocele. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02399. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure to treat pelvic organ prolapse and stress incontinence on (B)(6) 2006 and a sling was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to cystocele with component of urethral diverticulum and rectocele. It was also reported that the patient underwent urethral collagen injection and cystoscopy on (B)(6) 2007 due to recurrent sui. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 03/28/2011 (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.